Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a conclusive cause for the reported pericardial effusion cannot be determined. The reported patient effect of pericardial effusion as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the pericardial effusion. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to 1-2. After the procedure, a pericardial effusion was noted at the right apex. The patient was monitored for 10 minutes and the effusion nearly disappeared. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.